Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. The reported issue of catheter material twisted cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was twisted, and the device was removed outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was twisted, and the device was removed outside the patient. The procedure was completed with another of the same device. There were no patient complications reported.